Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported she received an error-6 display message on her precision xtra blood glucose meter approximately three weeks prior to calling adc customer service and on the day of the call she experienced symptoms of hyperglycemia (nausea and dizziness). The customer further reported she went to a health care facility where she was diagnosed with hyperglycemia and treated with insulin shots and fluids. There was no report of death or permanent impairment associated with this event.